Event description:
As reported by navilyst medical's distributor in (B)(6), the end user hospital reported that the connection between the male rotating adaptor of a blood pressure transducer manifold and the female luer of a pressure monitoring line was letting air into the system. There was also an external blood leak noted at this connection which they noted during aspiration. No air was injected and there was no patient injury. The used devices have been returned to navilyst medical for evaluation. Both the manifold and pressure line are sold as bulk, non-sterile items to bard (B)(4).

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(6) 2013 complaint report was reviewed for the product family of pressure monitoring lines and the failure mode of "cracked damaged fitting." No adverse trends were identified. A visual inspection was performed on the connection site between the manifold and the pressure monitoring line (pml). The female luer of the pml that was attached to manifold rotating adaptor (ra) appeared to be bottomed out on the ra, and a crack was noted to the female luer of the pml. The crack is consistent with damage caused by over tightening the connection between the female and male luer. No other damage was noted to the returned samples. The male taper of the manifold ra was measured and verified to meet specification. The reported complaint description is confirmed, however, based on the condition of the returned sample, the failure does not appear to be due to a manufacturing related non-conformance. The most probable root cause is that the connection between the ra of the manifold and the pml female luer was over tightened causing the female luer to crack. Navilyst medical process controls on the pml include visual inspection at multiple production steps for damage to the luer fittings. (B)(4).